Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
The returned product was evaluated and was found to have been manufactured within specifications. Upon receipt, the tibial tray was fractured into two pieces and showed several signs of biologic fixation. The part most likely failed from biomechanical overload due to the patient¿s weight.

Event description:
Patient's legal counsel reported that patient underwent a right total knee arthroplasty on (B)(6), 2013. Subsequently, legal counsel reports patient was revised on (B)(6), 2014 due to patient allegations of a fractured tibial tray. The tibial tray, tibial bearing and femoral component were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.